Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 285 mg/dl. Customer was trying to rewind for a new set. Customer stated that he went through an airport about a month ago. Customer was assisted with clearing the alarm. Customer was unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to retrieve pump settings. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.